Manufacturer narrative:
Conclusion: the reported information did not indicate a potential manufacturing issue. It was reported that the failed repair was not due to a medtronic product. A valve replacement following an attempted valve repair with an annuloplasty ring may be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, the repair failed due to regurgitation of the patient's native valve.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic mitral ring and after the ring was sutured into place, the repair failed due to regurgitation of the patient's valve. The device was explanted during the same procedure and replaced with a bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.